Event description:
The customer reported that the fiber beam was flashing intermittently at 24,000 joules during a prostate procedure. The case was completed with a second fiber. The pt outcome was reported as "okay."

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of the fiber beam flashing intermittently is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The vap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the system's fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4) - thermal problem.